Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to severe osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 1 was utilized. The primary surgeon noted extensive degenerative changes to the right knee joint, especially the medial compartment. There were no surgical or postoperative complications reported. Revision of the left knee due to pain and suspected femoral and tibial component loosening. Upon entering the knee, the surgeon ellipsed an area of eschar that had been bothering the patient. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The femoral component was loose and easily removed. The patellar component was retained. There was no reported product problem with the revised tibial insert. The procedure was completed without complications and the patient was revised with competitor products. Doi: (B)(6) 2016, dor: (B)(6) 2018, right knee.